Manufacturer narrative:
H11 updated: the customer reported that not all fields recorded in mosaiq - patient a. The investigation was completed by conducting a thorough evaluation of the products and the reported information. Field 1arc1 was entered for treatment verification. Based on the information captured in the logs, there appears to be a breakdown of the data transfer between vmi_icom and vmi_main in mosaiq. In this event, vmi_main did not receive a "beam on" state status from vmi_icom. Notification of "beam on" in vmi_main is required by mosaiq for a treatment delivery recording to be processed, and that notification is missing in this instance. The customer knows that field 1arc1 was fully treated by the linac and has already entered a manual recording. There was no patient mistreatment. Further investigation found active entries in the machine.cfg file for an apex unit which the customer has confirmed is no longer in use. The logging generated with the apex configuration enabled random irregularities in the data received for beam on activities. The old machine.cfg where apex was enabled with the non-existent apex unit was interfering with the receipt of "beam on" state notification on occasion. This is a recording problem caused by an identified customer's machine configuration issue. Since this obsolete device configuration was removed, the issue has not reoccurred. There was no product malfunction. Mosaiq was working as designed and intended. Note: the customer reported the same issue, but for 2 separate patients. Patient b has been reported under: 3015232217-2025-00011.

Event description:
The customer reported that not all fields recorded in mosaiq - patient (B)(6).

Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. Note: the customer reported the same issue, but for 2 separate patients. Patient b has been reported under: 3015232217-2025-00011.